Manufacturer narrative:
A clinical complication was observed following the implantation of this biotronik device. Therefore the biomonitor 2-af was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.

Event description:
This device was explanted due to patient complaints of discomfort. Should additional information be received, this file will be updated.